Event description:
The device was used during a lobectomy procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedur. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.